Event description:
Reporting status: serious injury- medical/surgical intervention- permanent damage. Reporting rationale: stent remains in pt. Device issue: stent dislodgement. It was reported that the target lesion was the proximal lad that was predilated with another company's 2.5 x 12 mm balloon. The 2.75 x 15 mm promus stent delivery system (sds) was inserted and reached just into the proximal portion of the lesion, but would not cross due to severe calcification. The sds would not pull back through the calcification and the stent sheared off the balloon and lodged in the proximal lad. An attempted was made to snare the stent, but the snare could not be advanced down the lad. A surgical consult was obtained. The stent position was such that it could not be removed even surgically. The pt did have an episode of atrial fibrillation or svt with mild qrs widening. The pt was given lopressor, started on IV heparin and nitro. The svt and qrs widening cleared spontaneously, but lopressor was given to the pt to prevent recurrence. The pt was hemodynamically and vascularly stable, and transferred to cvicu and had CABG in 2009. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug.